Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference: (B)(4). The ventilator was evaluated and repaired. The replaced graphical user interface (gui) printed circuit board (pcb) was returned for investigation. A visual inspection was conducted, and no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis, and powered. The gui upper screen generated a distorted display. The fault was isolated to the vga controller, which is now obsolete. No further investigation or repair will be done, as no replacement component is available. The customer reported malfunction was verified.

Event description:
Covidien received information stating that during patient use, the letters on the upper display were not legible. The ventilator did not stop cycling. The patient was removed from the ventilator and placed and on alternate device. There is no report of serious injury or death associated with this event.